Event description:
Patient reported through legal representative "hardened and painful", "rippling" and capsular contracture baker grade iii on the right side. Device remains implanted.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2020-22055. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.